Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Visual examination of the connector noted no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that before implant, the cardiac resynchronization therapy defibrillator (crt-d) was interrogated and the battery longevity estimator bar was gray. It was noted that the storage of the device was at an office. The device was not used and replaced. There was no patient involvement.